Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient. The reported that the patient¿s implant hasn¿t been working in years. The hcp had no further information. No further complications were reported or anticipated.